Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a "service required" message along with a red x and a chirp when powering on. There was no pt involvement.